Event description:
Reporter reports back to back testing on customer's meter to a professional meter while using the advantage system with results of 74 mg/dl on the customer's meter and 22 mg/dl on the professional meter. L1 quality control was run and out of range. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.